Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 24, 2007, the lay user/pt contacted lifescan alleging and "error 2" issue with his one touch ultrasmart meter. The customer care advocate (cca) verified that the test strips were in good condition and the correct testing techniques were used. The cca walked the pt through troubleshooting; however, the "error 2" was not resolved. In 2007, the pt indicated that he rec'd medical attention from the emergency services (ems) at 4pm. At the time of concern, the pt had symptoms of thirst and frequent urination and denied administering self-care. The pt reported blood glucose results of "145 and 166 mg/dl" that were obtained before and during his symptoms on an unspecified device. The times of the tests and the order of the tests were not reported. When the ems arrived, the pt's blood glucose was "544 mg/dl" on an unspecified device. The pt was treated with insulin. It would be helpful to obtain info regarding the pt's diabetes care regimen, such as his testing frequency, diabetes medication regimen, and his previous meter readings/medication dosages prior to incident. It would also be helpful to know when and the "154 and 166 mg/dl" results were obtained and if the "error 2" issue started before or after the symptoms started. This complaint is being reported due to the following conclusion: the pt alleged receiving relatively low results when hyperglycemic and the "error 2" issue was not resolved with troubleshooting. There is insufficient info to what contributed to the pt's serious injury since it is unclear when the "error 2" started and what his previous meter readings and medication dosages were prior to the incident. The meter, test strips, and control solution were replaced.